Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after feeling unwell. Interrogation revealed high, out of range high voltage impedance and loss of capture on the right ventricular lead. While running testing to resolve the impedance issue, noise appeared on the lead which cancelled the test. Due to the patient's age, the physician elected to cap the lead and downgrade the patient to a low voltage pacemaker system on (B)(6) 2019. The patient was stable.